Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad during bolus. Customer stated the light was on and it would not go off. It was also reported that the insulin pump alarmed motor error as well as a button error alarm. Customer also reported a no delivery alarm. The blood glucose reading was 268 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.